Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a broken inpen that was not dosing properly and there were leaks in the insulin cartridge. The customer's blood glucose value at the time of the event was 18.2 mmol/l. The customer reported symptoms of feeling a bit fuzzy during the hyperglycemic event. The high blood glucose was treated with manual insulin injections. The event involved product mmt-105nnblw1. Troubleshooting was performed, and the customer was advised to inspect the insulin cartridge for leaks or moisture, which were confirmed, and to replace the insulin cartridge. The customer was also advised to follow up with their healthcare provider to review the dose calculator settings in the inpen app to ensure accuracy. No further patient complications were reported. No product return is required for mmt-105nnblw1.